Manufacturer narrative:
This is 6 of 6 MDR reports submitted for this literature article. Initial author of the published article is dr. Bimalesh purkait.

Event description:
An article published in the turkish journal of urology for a comparative study on potassium titanyl phosphate (ktp) photo selective vaporization of the prostate (pvp) versus transurethral resection of the prostate for the treatment of benign prostate hyperplasia. 60 male patients, with a mean age of 63.6 +/- 8.12 years, underwent ktp pvp treatment using the 120-watt green light laser between january 2010 and march 2012 and follow-up for 2 years. Early postoperative complications were reported; 1 patient had a blood transfusion, acute urinary retention in 2 patients, hematuria in 3 patients and urinary tract infection in 1 patient. Long-term complications reported were urethral strictures in 2 patients and bladder neck stenosis in 1 patient. This report is for the bladder neck stenosis in 1 patient.